Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the blood culture identified methicillin-susceptible staphylococcus aureus (mssa) bacteremia. The patient experienced watery stool, hypotension, preocular darkness and dehydration.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for a positive blood culture. An antimicrobial agent was administered and the patient was discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for a positive blood culture with infectious gastroenteritis. An antimicrobial agent, intravenous meropenem, was started. On (B)(6) 2023, the drug was changed to cefazolin, given through intravenous injection, at the direction of the infection disease department. On (B)(6) 2023, the drug was changed to sultacillin, given through intravenous injection, at the direction of the infection disease department. On (B)(6) 2023, the drug was changed to cephalexin (keflex), administered orally. The patient's blood culture continued to be negative, and they were discharged on (B)(6) 2023. On (B)(6) 2023, the patient presented to the outpatient clinic and the medication was changed from cephalexin (keflex) to kefral. They had been suffering from diarrhea since (B)(6) 2023, and suspected viral gastroenteritis or side effects of kefral. On (B)(6) 2023, the patient was admitted for a major gastrointestinal bacterial infection. The cause of the infection was thought to be due to the complexity of medical management. The patient received treatment for positive blood culture. Due to the positive results of clostridioides difficile (cd) toxin in stool culture, kefral was discontinued. Dafclir was administered for 10 days. Administration of metronidazole (anaemetro) was started, and the patient was placed on fasting and fluid administration. On (B)(6) 2023, metronidazole (anaemetro) was discontinued. On (B)(6) 2023, the patient started eating, from thin rice gruel. On (B)(6) 2023, they had a fever and positive mssa blood culture, and sultacillin administration through intravenous injection was started. On (B)(6) 2023, the drug was changed to cefazolin, given through intravenous injection and vancomycin was started for cd enteritis. On (B)(6) 2023, vancomycin was discontinued. More than 4 weeks passed since the negative conversion of the blood culture, so on (B)(6) 2023, the medication was switched to oral cefcapene pivoxil. They were discharged from the hospital on (B)(6) 2023 due to good progress. Since the cd enteritis passed without conversion to positive blood culture, the patient was still receiving oral cephem antibiotics that were scheduled to be administered continuously for about half a year.